Event description:
The account communicated that the patient had a syncopal episode on (B)(6) 2018. She was discharged from the hospital, and that evening at 2:30am, she got up to go to the restroom and woke up on the floor. Anticoagulation and inr was decreased for several weeks and now is normal. Patient is currently stable and doing well.

Manufacturer narrative:
Event: additional information.

Manufacturer narrative:
Patient code: inadvertently omitted from the initial regulatory submission.

Manufacturer narrative:
Approximate age of device- 10 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that early(B)(6) patient had a fall that resulted in a brain bleed. The patient stated that the fall happened around 0200. Patient was seen in clinic on (B)(6) 2018 where it was noted that she had a low speed alarm with increase in power. Based on the analysis of the log files, the spike in power with a reduction in speed may have been caused by a foreign matter passing through the pump. No additional information was reported.